Event description:
It was reported that the patient underwent a surgical procedure to reposition the inflatable penile prosthesis (ipp) reservoir from the right side to the left side. There were no explanted components, and no patient complications were reported.